Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that they observed discrepant patient results for 2 patient samples tested using the architect total b-hcg assay. Initial run: 977 miu/ml; second run: 9 miu/ml; third run: 9 miu/ml. There was no impact to patient management reported due to this issue.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Investigation summary: the complaint states that the customer observed discrepant results for two patients when using the architect total b-hcg assay. A review of the manufacturing, testing and release data of architect total b-hcg reagent kit, lot number 55936jn00 was carried out and demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of the reagent lot in question. In addition, this reagent lot is currently being assessed through our in-house stability programme and has been tested at one month, two months, three months and six months time points subsequent to final product release testing. A review of the stability data generated was performed and illustrated that all controls and assay parameters were within specifications for each of the time points and did not indicate any deterioration in the performance or stability of the product. Furthermore, a testing protocol was executed to examine the performance of the architect total b-hcg reagent kits in use at the customer facility at the time of the complaint with two other approved lots of architect total b-hcg (lot number 52917jn00 and 7k780025, lot no. 55914jn00). *note: architect total b-hcg reagent lot 55937jn00 contains the same bulk components as the architect total b-hcg reagent lot in use in your facility at the time of the complaint (lot 55936jn00), the lots only differ in how they were packed). The investigation examined the performance of the architect total b-hcg reagent lot in question using architect total b-hcg controls (lot 51926jn00), a range of panels and a selection of 35 patient samples. Panels are samples that are frequently called for in a product's testing documents to evaluate the acceptability of the new lot of reagents, calibrators and/or controls prior to release of the product for sale and are typically formulated to mimic a patient sample. All control concentrations were within package insert specifications and all panels met their defined specifications. Additionally this investigation demonstrated that each reagent kit tested could accurately detect b-hcg in a range of positive and negative patient samples. Also the testing performed, as part of this investigation did not confirm the customer's observation of out of range high results. In summary, this investigation did not identify any issues with the performance of the architect total b-hcg reagent lot under investigation. Furthermore the performance of the architect total b-hcg reagent lot was comparable to the performance of two other reagent lots used in the investigation (lot numbers 52917jn00 and 55914jn00). Based on the investigation and a review of the information available to us, we were unable to confirm the complaint observation when using a pack of architect total b-hcg reagent kit, lot number 55936jn00. It is concluded that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. Although a specific reason for this issue was not identified, it was recommend that the probe at the sample probe position on the analyzer should be replaced every three months due to normal wear, or more frequently as needed due to troubleshooting activities. In conclusion, no product deficiency was identified for architect bhcg reagent kit, lot number 55936jn00. This is the final report.